Event description:
The customer reported that: "iterative misfitting of the right radial head implant (mopyc) with synovitis. January 2024 consultation report: the patient was operated on in another center nearly 3 years ago for a right radial head fracture (mopyc radial head prosthesis by tornier). The short-term result was rather satisfactory but later led to pain with sensations of piston movement and noise. A second surgery was performed for decapitation of the morse cone. According to the patient, the head + cone assembly detached immediately upon opening. No report was made to the medical device vigilance system. Post-surgery was uneventful, but the patient continued to experience piston sensations, noise, and pain. X-rays (sent by email, no date): it is difficult to confirm the disconnection due to the absence of an anterior x-ray and inconsistent angles on the images. However, an irregular appearance of the capitellum surface is noted. Upon visual examination (limited by teleconsultation), flexion and pronation/supination appear full, while extension is -5/10°. The patient sought a second opinion in another center. Conclusion: a CT scan is recommended to confirm the disconnection of the morse cone and to assess the state of the capitellum. Following this consultation and the second opinion, the patient underwent surgery at the clinique du parc in villeurbanne on (B)(6) 2024. The patient returned for follow-up with us as the issue persisted. New surgery on (B)(6) 2025: partial removal of the prosthesis. The prosthesis is misfitting at the junction between the collar and the stem, and completely mobile with piston movement. Removal of the entire head-collar assembly was performed. The capitellum is in stage IV osteochondritis with remodeling. Attempted extraction of the stem: no mobility, fully osteointegrated. As planned preoperatively with the patient, the stem was left in place."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was left in place. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "iterative misfitting of the right radial head implant (mopyc) with synovitis. (B)(6)2024 consultation report: the patient was operated on in another center nearly 3 years ago for a right radial head fracture (mopyc radial head prosthesis by tornier). The short-term result was rather satisfactory but later led to pain with sensations of piston movement and noise. A second surgery was performed for decapitation of the morse cone. According to the patient, the head + cone assembly detached immediately upon opening. No report was made to the medical device vigilance system. Post-surgery was uneventful, but the patient continued to experience piston sensations, noise, and pain. X-rays (sent by email, no date): it is difficult to confirm the disconnection due to the absence of an anterior x-ray and inconsistent angles on the images. However, an irregular appearance of the capitellum surface is noted. Upon visual examination (limited by teleconsultation), flexion and pronation/supination appear full, while extension is -5/10°. The patient sought a second opinion in another center. Conclusion: a CT scan is recommended to confirm the disconnection of the morse cone and to assess the state of the capitellum. Following this consultation and the second opinion, the patient underwent surgery at the (B)(6) in (B)(6) on (B)(6)2024. The patient returned for follow-up with us as the issue persisted. New surgery on (B)(6)2025: partial removal of the prosthesis. The prosthesis is misfitting at the junction between the collar and the stem, and completely mobile with piston movement. Removal of the entire head-collar assembly was performed. The capitellum is in stage IV osteochondritis with remodeling. Attempted extraction of the stem: no mobility, fully osseointegrated. As planned preoperatively with the patient, the stem was left in place"